Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor was blinking (flashing on/off displays). The device was not changed out, as the perfusionist reverted to hand recording and calculating the cardioplegia delivery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The manufacturer's technical support reported that the user facility's biomedical engineer (biomed) was troubleshooting the problem. The flashing on/off of the displays indicate the cardioplegia (cpg) monitor and the cpg pump lost communication between the two devices. The biomed selected another roller pump as the cpg pump and the problem had not reoccurred yet. The biomed reseated the cables, then tested several times and the unit did not fail. The unit has been used in a couple of cases and has had no issues.